Event description:
It was further reported that there was high pacing impedance and a possible lead fracture. The lead was capped and replaced.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was increased threshold and impedance on the rv (right ventricular) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
The lead was set to unipolar pacing, and later capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010; 305c25 tissue valve, implanted: (B)(6) 2004. (B)(4).